Event description:
It was reported that 3 custom part numbers for the retaining ring breaking. The little ring part broke in pieces which is incredibly dangerous for our patients. All I had to do was squeeze them a little and they broke.

Event description:
It was reported, that 3 custom part numbers for the retaining ring breaking. The little ring part broke in pieces. Which is incredibly, dangerous for our patients. All I had to do was squeeze them a little and they broke. No harm to the patient.

Manufacturer narrative:
Corrected data: updated description, to represent no patient injury.

Event description:
Additional information indicated that a medical intervention was needed to remove the broken device from patient.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.